Event description:
It was reported the handle of the screw tap from the 7.3 cannulated screw set was cracked. This occurred intraoperatively on an unknown date. The tap didn¿t break completely. The t-handle is no longer straight and has a visible crack. The handle slightly pinch the glove of the registrar during the procedure, but no adverse was reported or injury occurred. No fragments generated. The problem didn't cause any issues for the patient. No surgical delay occurred. Procedure completed successfully. This report is for one cannulated tap for 7.3mm cann screws 275mm/130mm tap depth. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3 unknown event date. D4 UDI: device was manufactured pre-UDI generation. E1: initial reporter is j&j company representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that cannulated tap for 7.3mm cann screws 275mm/130mm tap depth had cracked. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the cannulated tap for 7.3mm cann screws 275mm/130mm tap depth would not contribute to the complained device issue. Based on the investigation findings, component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the cannulated tap for 7.3mm cann screws 275mm/130mm tap depth was found cracked near the metal shaft assembly point. No other issues were observed. Therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the cannulated tap for 7.3mm cann screws 275mm/130mm tap depth would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review due to the age of the device being more than 10 years, a manufacturing related issue is not suspected. Therefore, per (B)(4), a manufacturing record evaluation does not need to be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission the the, depuy synthes, ot its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9 date device returned to manufacturer added. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 311.68, lot a3hx127: release to warehouse date: august 08, 1988. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a photo investigation was completed: the photo investigation revealed that screw tap had cracked. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition would not contribute to the complained device issue. Based on the investigation findings, component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.